Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2005, product type: catheter. (B)(4).

Event description:
On (B)(6) 2015, information was received from a company representative regarding a patient receiving intrathecal baclofen (unknown co ncentration and dose) via an implanted pump. The indications for use were non-malignant pain and failed back surgery syndrome. Pertinent medical history included post lumbar laminectomy syndrome and the patient had no known drug allergies. On (B)(6) 2015, a motor stall occurred. It was unknown if the patient recently had a MRI and it was also unknown if the patient experienced any symptoms. The pump was going to be replaced on (B)(6) 2015. On (B)(6) 2015, additional information was received via a company representative and it was noted multiple motor stalls and recoveries occurred. There were three or more motor stalls from (B)(6) 2015 to (B)(6) 2015 when the pump was replaced. The patient was "doing great" with the new pump. The explanted pump would be returned for analysis. On (B)(6) 2015, more information was received from a healthcare provider (hcp) and per the pump logs examined on (B)(6) 2015 the patient was receiving intrathecal morphine 20 mg/ml (dose 7.99 mg/day) and bupivacaine 8 mg/ml (dose 3.19 mg/day) in simple continuous mode. The pump programming was updated and the simple continuous daily dose was decreased 38%. The logs from (B)(6) 2015 indicated a motor stalls occurred (B)(6) 2015 at 19:44 and recovered on (B)(6) 2015 at 22:53, on (B)(6) 2015 at 07:27 and recovered on (B)(6) 2015 at 14:40, and another stall occurred on (B)(6) 2015 at 11:14. The cause of the stalls was undetermined. Symptoms the patient experienced related to the event included smell of sulphur and the pump was beeping.